Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after successful deployment of a 6x80mm absolute pro self-expanding stent, it was noted that the temperature indicator on the packaging was black. It was confirmed by the physician that there was no issues during implantation and the stent was correctly deployed at the target lesion. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. It should be noted that the absolute pro instruction for use states: do not use if the temperature indicator on the inner pouch is black. The investigation was unable to determine a conclusive cause for black temperature indicator. It is possible that the temperature indictor was faulty or became damaged during packaging; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.